Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result ipg was explanted, replaced and pocket site was relocated. Issue resolved post operatively.